Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they went to bolus and noticed that numbers on the insulin pump were ramping up. Customer mentioned being a volleyball coach and stated that a lot of activity may have caused the alarm. Customer's blood glucose reading at the time of the call was 164 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No belt clip was received with the insulin pump. No display anomaly or button error alarm was noted. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.